Manufacturer narrative:
The reason for this complaint was to report the breakage of the drill bits. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a few minutes delay in surgery; however, surgery was completed as intended, serious risk to the patient was noted and the instrument was inspected prior to surgery and was found to be acceptable. The drill bit, 3.2 x 45 was disposed of, therefore the reported problem could not be confirmed. The reported condition could possibly be a result of sustained bending loads at the fracture sites, most likely from contact against drill guides and care must be taken to avoid compromising their performance. Refer to instrument instructions for use (IFU) 0400-0146 "recommendations for the care and handling for (B)(4) instruments. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. The instrument lot number or revision was not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. The root cause for this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Event description:
Primary surgery. Both of the 3.2 mm drill bits (long and short) were broken in two while the surgeon attempted to drill through the screw holes of the cup and into the acetabulum. Neither broke while in the bone, and both times the broken pieces were able to be removed.